Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion." "Alleged underinfusion, end users not disclosing information relating to case, only indicated vague period for device history extraction."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4) 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6). 2.4 software version: n030005 2.5 hours of operation: 12803 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from 2023-04-03 to 2023-04-04 (specified date of the incident, given from the customer) were investigated. At 2023-04-23 22:09 pm the costumer set a vtbi of 269 ml and time of 04:00 hh:mm. In the same minute the infusion was started. At 00:18 am the infusion was stopped by an air bubble alarm (reason for the alarm could not be clarified). In the same minute the customer took out the line. Up to that time the pump has delivered a volume of 143,8 ml. Then the customer inserted another line at 00:19 am. The customer started several infusions. The infusions were interrupted by air-bubble ore air-rate alarms (reason for the alarms could not be clarified). The infused volumes pass the set values from the customer. Furthermore, no anomalies could be detected inside the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. Some liquid residues could be detected from the outside. Furthermore, the device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,23%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected, to investigate the inside, the device was disassembled complete. Liquid residues could be detected between the lower housing part and the emc-shield (no liquid on the mainboard). Furthermore, no anomalies could be detected. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complaint malfunction could neither be reproduced nor detected in the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.